Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level read as "high." To address the issue, the customer administered a correction bolus via the pump and changed the cartridge, which allowed them to resume insulin therapy.